Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to blood glucose levels over 700 mg/dl. It was stated that the customer woke up, and the screen was blank due to a dead battery. The customer changed the battery, but the screen remained blank. The caller did not have the insulin pump at the time of the call. No troubleshooting was conducted. Nothing further was reported.